Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. No other damage or wear marks were observed on the clevis. Failure analysis investigation also found the following additional damages to the instrument: there were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. It was concluded that the indentation damage found to the distal pulley was likely due to mishandling/misuse. The distal end of the main tube had a scratch mark exhibiting light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. No other damage was found.

Event description:
It was reported that prior to starting a da vinci surgical procedure, a broken cable was identified on the pk dissecting forceps instrument. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.